Event description:
Concomitant devices: titanium helical blade (part# 04.038.290s; lot# h172877; quantity: 1 ), 5.0mm ti locking screw with t25 stardrive 34mm f/im nail-sterile ( part#: 04.005.524s, lot# 5l90799; quantity 1), unk - end caps: tfna (part# unknown; lot# unknown; quantity: 1 ). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: manufacturing location: monument manufacturing date: 02-nov-2018, expiration date: 01-oct-2028, part number: 04.037.914s, 9mm/125 deg ti cann tfna 235mm/right- sterile, lot number: h770425 (sterile), lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final ns071262 met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Scn 15656 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree tfna, bp55, lot number: l984985, lot quantity: 95, purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h613113, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 03-aug-2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h754939, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h731048. Lot quantity: 2,162 lbs. Certificate of test supplied by ati specialty materials dated 24-aug-2018 was reviewed and determined to be conforming. Lot summary report dated 06-sep-2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: tfna fem nail ø9 r 125° l235 timo15 was received at us customer quality (cq). Upon visual inspection at cq, it is observed that the nail got broken near the locking screw hole. The rest of the device shows some discoloration spots and normal wear which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Device failure/ defect found? Yes . Dimensional inspection (calipers: ca215p): dimensional inspection of the received device was performed at cq. The outer diameter of the nail near the broken location was measured to be within specification as per the drawing. Documentation/ specification review: the following drawing(s) was reviewed; -9mm diameter ti cannulated trochanteric femoral nail-advanced 235mm, right no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as it is observed that the nail got broken near locking screw hole. While a definitive root cause could not be determined, it is possible that the device might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H6: code 3191 used to capture surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device available for evaluation: device returned. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture with tfna nail in question. On (B)(6) 2020, the nail broke at the point of distal locking. On (B)(6) 2020, the patient underwent a revision surgery to replace the broken nail with an another tfna nail due to the breakage of the nail. In the revision surgery, two incisions were required at the patient¿s proximal femur(3cm) and distal femur(1cm). The surgeon thought that the strength of the nail was insufficiency because the breakage of the nail was caused by normal use without the patient¿s felling down and any other factor. The patient had high activity. No further information is available. Concomitant device reported: unk - nail head elements: tfna helical blade (part# unknown; lot# unknown; quantity: 1 ). Unk - screws: locking: trauma ( part# unknown, lot# unknown, quantity 1). Unk - end caps: tfna (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated information provided for reporting. H3, h6: background: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture with tfna nail in question. On (B)(6) 2020, the nail broke at the point of distal locking. On (B)(6) 2020, the patient underwent a revision surgery to replace the broken nail with an another tfna nail due to the breakage of the nail. In the revision surgery, two incisions were required at the patient¿s proximal femur (3cm) and distal femur (1cm). The surgeon thought that the strength of the nail was insufficiency because the breakage of the nail was caused by normal use without the patient¿s felling down and any other factor. The patient had high activity. No further information is available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
5/7/2020: updated event description: concomitant device reported: titanium helical blade (part#: 04.038.290s; lot#: h172877; quantity: 1). Unk: end caps: tfna (part#: unknown; lot#: unknown; quantity: 1).